Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged to having lung fungus while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having lung fungus. Patient's symptoms include not sleeping, high blood pressure. Customer complaint device has burning/smoke/electrical odor. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: evidence of sound abatement foam degradation/breakdown was observed in this device. The presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool). Pil was able to confirm the presence of degraded sound abatement foam in the device. Secondary findings: 0 errors logged. Pil was not able to get care orchestrator information from device. Unknown contamination at the modem accessory port, iso port, and air inlet. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Pil was not able to confirm the complaint or address the symptoms specified. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and power cord. Pil dissembled the device and performed an internal inspection, then reassembled the device. Pil observed the following from an external and internal inspection: missing modem flip lid. White, brown, and black (inconsistent with degraded sound abatement foam) dust-like contamination/fibers at the top enclosure near the modem accessory port. Unknown white and black (inconsistent with degraded sound abatement foam) dust-like contamination/fibers in the iso (international organization for standardization) port. Unknown white and black (inconsistent with degraded sound abatement foam) dust-like contamination/fibers at the air inlet. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was able to confirm the presence of degraded sound abatement foam on one side of the blower box. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil was not able to confirm the complaint or address the symptoms specified. Pil was not able to get care orchestrator information. Review of the device log showed: -errors logged: 0 errors were logged. -device was likely reset prior to pil receipt as indicated by the device having 1356.8 machine hours and no blower or therapy hours. -photos attached. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was evidence of sound abatement foam degradation/ breakdown observed in the bas unit. Sections b1, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.